Event description:
Medical doctor (md) went to crack the wings of the peel-away safesheath, the rubber grommet on the inside of the sheath did not split as designed. The rubber grommet then stayed on the lead and md had to pull it apart. This then leaves a chance of particles falling in the pocket.